Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. On 06/28/25, it was reported anonymously via the google play store that ¿this device has legitimately almost killed me¿. No further event information, including patient symptoms, treatment, or medical intervention details were reported. Since the reporter was anonymous, dexcom was unable to reach out to obtain any further event information. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.